Event description:
After talking with a lifescan rep, and realizing that he was putting the strip in the meter upside down, the rptr retested and got results in the 100's. When he did control solution testing using a new bottle of test strips, his result was within range 122 (85-128). No symptoms were reported.